Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and an absorbable adhesion barrier was used. There was trichophyton from ascites in the lower case of concomitant use of the absorbable adhesion barrier and adspray. The sales rep. Reported informing the surgeon of the contraindication for concomitant use. Additional information has been requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Onset date/time of the reported ascites from the initial surgical procedure? Onset date/time of the reported trichophyton from the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unknown. Name of index surgical procedure? Ileus operation. The diagnosis and indication for the index surgical procedure? Ileus. Were any concomitant procedures performed? Unknown. Other relevant patient history/concomitant medications? Adspray was used concomitantly. Onset date/time of the reported ascites from the initial surgical procedure? =>unknown. Onset date/time of the reported trichophyton from the initial surgical procedure? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Please describe any medical intervention performed including medication name and results. Unknown. The infection site was washed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? The progress is good and there is no problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the trichophyton was found intra-op or post-op. Was the infection site washed during the same procedure or was surgical intervention required to access the site? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: - please confirm if the trichophyton was found intra-op or post-op.=>post-op. - was the infection site washed during the same procedure or was surgical intervention required to access the site?=>unknown but it's post-op incident."